Manufacturer narrative:
Eval summary: the analysis results confirmed that one instrument was received in good visual condition. The returned cartridge was received fully fired and not loaded onto the channel. The instrument was tested for functionality with a test cartridge and fired all the staples without any difficulties noted. The event described could not be recreated as the staple line was noted to be completed. The instrument cut and formed all the staples as intended.

Event description:
During a gastric bypass procedure, at the distal portion of where the device was fired, there was a hole. Device had cut but did not staple. No patient consequence.